Event description:
The hcp reported, a volume discrepancy in a pump used to deliver lioresal. The expected reservoir volume was 2.9 ml and the actual reservoir volume was 7 ml. The catheter was found to be kinked and was replaced. The pt had increased baseline spasticity and hypertonia and was given oral baclofen. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available. See MFR's report #6000030200801843.

Manufacturer narrative:
.